Event description:
Caller (nurse) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: >7.5, 2.4, 1.8. Time between tests: not provided. Pt's therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.